Event description:
It was reported "iabc ruptures in the cath lab, minutes after insertion". To continue therapy, another iabc was inserted into the same insertion site. No patient harm or injury reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI#: (B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr fiberoptix ultra intra-aortic balloon catheter (iabc) with the original packaging label that matches the serial number of the returned sample. The sample was returned in the supplied return kit and was in a sealed bio-hazard bag. Upon return, the supplied teflon sheath was noted on the returned sample; fluid/liquid blood was noted within the sheath sidearm. Buckling to the sheath extrusion was noted from approximately 4.3cm to 15.2cm from the distal tip of the teflon sheath. The one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. Two bends to the iabc central lumen were noted at approximately 15.5cm and 51cm from the iabc distal tip. Dried blood was noted on exterior surfaces of the returned sample. Dried/liquid blood was noted within the bladder/helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact, and no abnormalities were noted. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The cal key and fos were connected to the iabp. The cal key was recognized. The pump status displayed "ll" low light and "pl" pressure limit, indicating a possible broken fiber. The fiber was found broken approximately 24.9cm from the iabc distal tip. The full length of the fiber was confirmed present with no other notable breaks. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. A leak was immediately detected from the iabc outer lumen near the proximal end of the bladder. Under microscopic inspection, a cut to the iabc outer lumen and proximal end of the bladder, consistent with contact from a sharp object was noted from approximately 25.7cm to 26.5cm from the iabc distal tip. No other leaks were noted. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 15.6cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab leak suspected is confirmed. During the investigation, the iab catheter was confirmed with a leak from the outer lumen. The outer lumen leak site identified was consistent with contact from a sharp object. Based on a review of the device history record (DHR), the product met specification upon release, however, the specifications were not met during the complaint investigation due to the leak from the outer lumen. The root cause of the complaint is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "iabc ruptures in the cath lab, minutes after insertion". To continue therapy, another iabc was inserted into the same insertion site. No patient harm or injury reported. The patient's current condition is reported as "fine".